Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: unk. Name of index surgical procedure unk. The diagnosis and indication for the index surgical procedure? Unk. On what tissue was the suture used? Unk. Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) unk. Were cultures performed? Results? Unk. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unk. What medical intervention was performed? Results? Unk. Other relevant patient history/concomitant medications unk. Will the device involved in the event be returning for evaluation? No. What is physician¿s opinion as to the etiology of or contributing factors to this event: it maybe relate to suture. What is the patient¿s current status? Stable.

Event description:
It was reported that a patient underwent a debridement and stitching on (B)(6) 2019 and suture was used. The incision turned red on post-operative day 8. Anti-infection treatment was given. The patient is under monitoring. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.